Event description:
During a lap splenectomy procedure, the device cut and the staples did not form. The pt had a massive haemorrhage. Then thte procedure was converted to open. Unexpected blood transfution of 800ml. Now the pt is fine.